Event description:
The patient received a vibratory alert for high hv lead impedances in the svc to can and rv to svc vectors. No visible lead damage was observed via x-rays. It was not determined whether the problem is with the lead, ICD or connection itself. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.